Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: patient 1: 4.2 inr/3.2 inr, patient 3: 3.6 inr/2.6 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 3: no information provided.

Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: 4.6 inr/3.2 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.